Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2021. Routine catheter flushing was performed. However, the catheter was removed because backflow occurred. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of backflow was confirmed. One 4fr single-lumen groshong PICC was returned for investigation. The catheter exhibited evidence of use. The nxt connector was attached and secured to the catheter tubing. The catheter extended 43cm from the distal end of the strain relief oversleeve. What appeared to be dry blood residue was observed throughout the entire length of the 4 fr tubing. Dry blood residue was also observed within a portion of the extension leg. A non-bd injection cap was attached to the catheter. A microscopic examination of the valve revealed dry blood residue in the valve that caused the valve to gape open. A functional test revealed that the catheter was occluded. A guidewire was used to dislodge the blood residue from the catheter. After dislodging and flushing the residue from the lumen, the catheter was patent to infusion. The valve remained closed when not infusing or aspirating. The valve length was within specification. The residue observed within the catheter appeared to be the results of inadequate flushing and maintenance of the catheter. The instructions for use (IFU) provide suggested catheter maintenance to prevent occlusions within the catheter lumen. The IFU also states, ¿to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer3474 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2021. Routine catheter flushing was performed. However, the catheter was removed because backflow occurred. There was no reported patient injury.